Event description:
This spontaneous case was reported by a consumer and describes the occurrence of hysterectomy ("I had my e-hell taken out via hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required) and complication associated with device ("complication associated with device"). The patient was treated with surgery. Essure was removed. At the time of the report, the hysterectomy and complication associated with device outcome was unknown. The reporter considered complication associated with device and hysterectomy to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media: hysterectomy and complication associated with device. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a consumer and describes the occurrence of hysterectomy ("I had my e-hell taken out via hysterectomy") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one was reported via social media: hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.